Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor has three g124 scalers where the handpiece and inserts are heating up; no injury resulted.

Manufacturer narrative:
Water temperature tested normal during evaluation. No water supply hose, foot control, power supply or ac cord received for evaluation.